Event description:
Received report from facility associate at university in 02/05 of event of cracking of 3 of cryocyte 500 ml. Bags, lot number h01j03052 that were sent to their customer, childrens hospital. Event was in september of 2004. There was no patient use involved in the event. Bags were discarded by the childrens hospital. From the report, childrens hospital had sufficient cryocyte bags with product for the patient to use and there was no patient injurry or medical intervention required. No further information is available at this time.